Manufacturer narrative:
Follow-up #1: date of submission 25-sep-2019. Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: during investigation, the pump passed all required testing for delivering accuracy. The pump history and the black box did not show any evidence of a delivery malfunction and the basal totally daily dose (tdd) matched the programmed basal rate. The continuous glucose monitor (cgm) session was not active and the actual blood glucose (bg) was unable to be captured at the time. The allegation of an other/unusual issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, animas received a phone call from a medical examiner(me) requesting an investigation report on a deceased patient¿s vibe pump. Per the me, the alleged cause of death is suicide, and the me is trying to determine if the patient administered additional insulin by the pump or with supplies within her possession. There is no allegation of a malfunction against the pump at this time. This complaint is being reported because there was a death reported and potential misuse of the pump by the patient.